Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that on a pca ii pump, there was a constant upstream occlusion alarms. The event occurred on (B)(6) 2010 during patient therapy in an unknown area of the facility. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for an evaluation.